Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, control printed circuit board has been pointed as defective. Error in the internal memory indicates ventilation stopped. Error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If this error code remains, this indicates a hardware error. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs and claimed part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the control printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).